Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the device would not fully cut the less than 1cm target polyp. Reportedly, the physician felt the catheter may have been bent and did not feel the snare had the typical "snap" when closed briskly. So they used a second one and it worked. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.